Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2007. The procedure started normally and the uterus sounded to eight centimeters. The priming and introduction of the catheter completed normally. Upon trying to stabilize the pressure, it continued to drop initially very slowly, so the procedure was started. The balloon had taken about two milliliters of fluid. It took nearly two minutes to heat, and once the temperature was reached, the pressure began to drop, again fairly slowly. After introducing another five milliliters of fluid, the pressure continued dropping. Yet another five milliliters was added and the pressure continued to drop. The device then gave a low pressure error. The catheter was removed and checked for any leaks by inflating the catheter in the surgeon's hand. The catheter was functional. The surgeon then tried again to introduce the catheter, but could not reach a pressure higher than seventy and that also dropped. The surgeon then did a hysteroscopy and subsequently a laparoscopy, during which he saw a large tear down the lateral side of the uterus with active bleeding. An abdominal hysterectomy was performed.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformance's and the batch met all finished goods release criteria. No conclusion can be obtained, a supplemental 3500a form will be submitted accordingly.